Event description:
New information noted that programming changes were made to resolve the issue. Patient was stable throughout event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed the implantable cardioverter defibrillator was post paced t-wave oversensing. No intervention was made at the time. Patient was stable and would be monitored.